Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had been alerting calibration not accepted and change sensor. It was also reported that one sensor broke during insertion. Blood glucose level at the time of the incident was 6 mmol/l. The customer was advised that the sensor would be replaced. No product is expected to return.

Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.